Event description:
I had saline breast implants in (B)(6) 1998. For the last 4 years, I noticed discomfort around the left breast, with swelling. I was diagnosed with ra, lupus and sjögren around the saline time. I have been complaining of increasing fatigue, chronic sore throat, diagnosed with an atypical factor 8 bleeding disorder, night sweats, memory loss, extreme weight loss (26 pounds in 2 years), exercise intolerance, trouble sleeping, and now my breasts are extremely painful, especially the left one. I see a hematologist every 6 months. I saw him last week, and he suspects lymphoma and advised me to get the implants removed. My health insurance will not pay for it and I cannot afford it. Also, I have been having chest pain, dyspnea and a cough for 6 months. I had pleural infiltrates diagnosed in end of (B)(6). Heart was ok except pics and pacs. I was treated with high dose steroids, antibx and inhalers for 2 months. Concurrently, I had h pylori and c diff. I feel like I am going to die. Please help. I am(B)(6) and a nurse.